Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated that she had a scheduled appointment with her doctor on (B)(6) 2024. She was waiting for her friend to pick her up and when the friend arrived, she found the patient passed out on the floor. The patient was flown to the hospital. The patient stated that she did not know how the cgm was functioning prior to passing out or any events leading up to losing consciousness but did confirm that she was wearing a sensor during the event. On (B)(6) 2024, the patient regained consciousness while in the hospital and was transferred to a rehabilitation facility. She noticed patches and scrapes on her head and other unknown parts of her body and was reportedly in pain and sore from the event. It is unclear if the dexcom device caused or contributed to the event as the patient could not recall event details. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Codes: health effect - impact code - f18 rehabilitation medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. At approximately 08:30 - 08:40 pm the patient was in his room, reading a book and watching tv at the same time when his vision suddenly started to get blurry. He heard an alarm on his cgm but did not check the cgm; however, he stated he felt symptoms of being low and self-treated with frozen fruit. While eating, the patient lost consciousness. His roommate found him around 09:00 pm and called the paramedics. Approximately 09:30 pm, the paramedics arrived. The paramedics took a bg reading which was 3.6 mmol/l. The patient reported that it was possible that his bg increased from eating fruit earlier. However, it was not reported what his bg was prior to passing out as the patient did not check the cgm nor did he take bg finger stick. The patient regained consciousness and during this time, he reported there was no cgm value and displaying a message that the sensor failed when they looked at the cgm. Before the paramedics left they advised the patient to eat and took a bg reading which was 6.7mmol/l. The patient stated she was probably wearing the dexcom sensor during the event but is unsure of how it was functioning at that time. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.